Event description:
Same case as: 2134265-2009-00233, 2134265-2009-00234, 2134265-2009-00235, 2134265-2009-00237. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. The 99% stenosed lesion being treated was located in the heavily calcified, severely tortuous distal circumflex (cx). The lesion was predilated with a 2.5x30mm maverick balloon, inflated twice to 10atm for 6-30 seconds. The physician attempted to place a 2.50x28mm taxus express2 drug eluting stent and a 3.0x15mm promus drug eluting stent, but was unable to cross the lesion. Two balloon inflations were made in the proximal cx with a 3.0x15mm maverick balloon, inflated to 10-12 atm for 9-11 seconds. The physician was able to deploy the previously attempted 3.0x15mm promus stent in the proximal cx, inflated to 20atm for 8 seconds, and the previously attempted 2.50x28 taxus stent in the distal cx, inflated to 12atm for 19 seconds. There was a question of a dissection distal to the stent versus mild stenosis, so a 2.25x15mm maverick balloon was inflated beyond the distal stent to 8atm for 21 seconds and again a dissection was suggested. The physician attempted to place a 2.25x20mm taxus atom drug eluting stent, but was unable to cross the lesion. During withdrawal, the taxus atom caught on the promus stent which 'accordioned' into the guide catheter and could not be removed through the sheath. The taxus atom stent was removed with the whole system and the promus stent was snared. A 3.0x15mm promus stent was deployed in the proximal cx, inflated to 20atm for 10 seconds. Three balloon inflations were made with the 2.25x15 maverick balloon in the ramus, inflated to 5-8atm for 9-38 seconds. The outcome was exceptional. Pt status reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.